Event description:
A 3ml syringe with 1 inch needle malfunctioned. Plunger with metal pronged end pushed through rubber end and b-12 solution was lost into plastic holder and plunger. Needle was intact. No injury occurred.